Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. On what tissue was the suture used? Were cultures performed? If yes, results? Was there an alleged deficiency of the ethicon suture that contributed to the intercranial infection? Product code and lot number. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported via study that the patient underwent craniotomy with left c-p angle space-occupying resection on (B)(6) 2019 and suture was used. It was reported that the operation was successful. After the operation, the patient was given treatments such as hemostasis, acid suppression, dehydration, prevention of infection, prevention of epilepsy, neuronutrition and internal environment temperature. According to the results of lumbar puncture on (B)(6) 2019, intracranial infection was considered and patient antibiotics were upgraded. Continuous lumbar cistern drainage was performed on (B)(6) 2019. After active treatment, the patient¿s temperature returned to normal. The lumbar cistern was pulled out for continuous drainage on (B)(6) 2019, and the body temperature did not rebound. On (B)(6) 2019, the patient had stable vital signs, good healing of surgical wounds, no inflammation and exudation of secretions and other infections, and was discharged from hospital. It was reported that the patient¿s length of hospitalization after surgery was relatively prolonged considering that it was caused by intracranial infection. It was reported that the relationship to the investigational product was not related and probably related to the surgical procedure. Additional information has been requested.